Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dressing was tested by s+n rep prior to sending to a customer for evaluation to ensure product was safe for patient use. This event did not involve a patient or hcp. Both dressings were placed on the l anterior thigh, one dressing at a time was tested. No silicone residue left on the backings upon application for both dressings. The outer edge lifted with activity but re-adhered well and stayed in place. A large amount of silicone residue left behind on the skin upon removal (1 large patch measuring 7.5 x 9 cm + 5-6 small beads/patches). Borders curled on themselves upon removal and were difficult to peel apart for dressing. Dressing pulled the skin moderately upon removal with mild to moderate amount of pain/discomfort.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, the reported file is held by the quality release team. The device intended to be used in treatment has not been returned for evaluation. Photos were provided for review and there was a relationship between the reported event and the device, however a root cause is undetermined on this occasion. Potential factors include raw material issues or storage environment issues. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.